Event description:
The rn was using the saf-t holder device to draw blood and the luer lock end broke off into the blue clave. The nurse replaced the blue clave cap. This facility has had multiple events like this with this product within the last week. The staff do not know why this is occurring. Other luer lock products such as syringes are used to access the same claves and do not have this problem. Staff suspect something is wrong with the saf-t holder. No excessive force/twisting used.